Manufacturer narrative:
Patient weight not available from the facility. The returned device was visually evaluated. It was found that there was a wrinkle 12 inches distal to the luer leg. Additionally, an exposed laser fiber was identified along with 8 dead laser fibers. It was determined that the damage was caused by heavy use of the device.

Event description:
It was reported that during a vascular intervention procedure, the catheter was found to be damaged. Reportedly, the catheter was frayed along the shaft, and exposed fibers could be seen. The physician was finished using the device at the point of this discovery, so the patient was not affected. The procedure was completed successfully without significant delay. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.